Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, water was poured over the station. The customer reported that an accident occurred in the or where water poured out of the ceiling onto the anesthesia station. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the water poured over the station. A field service engineer (fse) found that the station had been removed from the room and covered with towels due to a facility accident involving a sprinkler head. The station sustained severe water damage, so the facility was moving another pyxis unit into place while awaiting a replacement. No parts were replaced, and the customer will work with their sales representative to arrange for a replacement of new station.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, water was poured over the station. The customer reported that an accident occurred in the or where water poured out of the ceiling onto the anesthesia station. However, there were no delays or adverse events or injuries reported based on this event.